Manufacturer narrative:
Additional informaiton was requested from the user facility. From the reponses received, it was determined that there were no issues during the preparation of the device. The guidewire tip was shaped and that intermittant flush was maintained.

Event description:
Following strong resistance encountered during procedure, the guidewire was removed from the microcatheter and the coating was noted to be peeling off approximately 40cm from the guidewire tip. The procedure was completed with the use of another device. There was no consequence or impact to the patient.